Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: mulitple call service 054 alarms were observed in the pump's black box. A 24 hour duration test could not be completed as a result of the software issue. The pump was unable to start up without the alarm. The pump's software was reloaded and the pump was able to start up then.